Manufacturer narrative:
The hakim valve (ID 823101) valve was returned for evaluation. Device history record (DHR)- the product code 82-3101 with lot ctjblt, conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected: no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve passed the test for programming, occlusion and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no programing issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: 823101) was implanted via ventricular peritoneal (vp) shunt in 2016 with unknown setting. In the beginning of on (B)(6) 2022, the patient complained of walking difficulty and dizziness. At that time, an attempt was made to change the set pressure, but it could not be changed. Then on (B)(6) 2022, an attempt was made to change the set pressure under neodymium, but it was not possible. Since shunt failure was suspected, the valve was removed and replaced on (B)(6) 2022. The patient is in the follow-up.